Event description:
The pt contacted lifescan (lfs) alleging low readings on the one touch ultra meter. Reportedly, the meter was set to the incorrect unit of measurement at the time of testing. Pt received readings that they reported as "40 and 41". (The meter reads up to 33.3mmol/l). Pt felt dizzy, sweaty, shaky and wanted to vomit after attempting to use the meter. The pt ate food and/or drank a beverage. They went to the hosp (greater than 30 minutes) where their blood glucose was 220 mg/dl on the hosp device and was treated with two pills of glipizide. Customer service discovered the test strips pt had been using were expired. The pt mentioned that the test strips were exposed to temperatures over 86 degress. Customer services educated pt in storing the test strips in a cool dry place as per product labeling. When test strips are stored improperly, expired or opened longer than the discard date they can produce incorrect blood glucose readings. Customer service sent the pt a replacement meter, a vial of control solution and complimentary test strips.